Event description:
This is an international repor where there was a leak found coming from the tubing. There was no patient involvement; therefore, no patient injury or medical intervenintervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a leak. The sample showed no defects or abnormalities of the product. There was no report of use error by the patient as well. Therefore, the complaint can't be confirmed and the assignable cause for the leak is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.